Event description:
A patient underwent an anterior cervical discectomy and fusion spinal procedure on (B)(6) 2025. It was reported that two screws broke postoperatively. Revision surgery occurred on an unknown date to remove the top portion of the screws and further stabilize the spine by adding posterior fixation. This is report 2 of 2.

Manufacturer narrative:
The screw has not returned for evaluation. Radiographic images were provided which confirm the event of two broken screws at the inferior and superior levels. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.